Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the physician went to confirm successful placement, the bravo capsule was not located in the esophagus or stomach. Upon removal of the egd scope, the bravo capsule was seen at the entrance to the airway, but by the time he was able to attempt to retrieve it, the bravo capsule was inhaled into the lung. Emergency procedures were done, they called in a pulmonologist to retrieve the bravo capsule from the lung in which he was successful. The pt was stabilized and sent to pacu and admitted for overnight observation. The pt was discharged the next day and the physician has not been able to contact her.